Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female, who was injected with poly-l-lactic acid (sculptra) two years ago and has presented today ((B)(6) 2008) with multiple nodules. The outcome is not provided. The reporter's causality is not provided. A ptc (pharmaceutical technical complaint) has been issued.